Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for intractable spasticity and cerebral palsy. The date of the event was "a couple months ago." It was reported the patient went through a "pretty severe withdrawal" episode where he had shakes and was obtunded. The healthcare provider increased the dose and "that seemed to help." The patient was doing better after the dose adjustment and that seemed to resolve the withdrawals. The patient went in (B)(6) 2015 for an exploratory procedure. The catheter had good flow so the healthcare provider decided to replace the pump. The pump was currently delivering lioresal 2000 mcg/ml; 499.2 mcg/day. Diagnostics, medical history, the concentration, dose and lot number at the time of the event, therapy dates as well as concomitant drugs and diagnostics related to the patient's withdrawal were not reported. Follow-up was being conducted to obtain additional information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported that the pump was explanted (B)(6) 2016. The patient recovered without sequela.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿overinfusion ¿ undetermined root cause.¿ result code is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis of the pump, model# 8637-20, serial# (B)(4), found no additional anomalies. The analysis interrogation report indicated the pump was delivering lioresal (2000.0mcg/ml, 499.9mcg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.